Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, other-medical.

Event description:
Patient reported left side "one mammary prosthesis and it ruptured. Patient informed that needs to remove them because is presenting a lot of headache and body ache." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.